Manufacturer narrative:
D4: product UDI - the manufacturing date for the reported device is prior to 24sept2016, therefore no UDI. E1: reporter institution phone number: (B)(6). A philips remote service engineer (rse) spoke to the customer and determined the speaker was faulty. A replacement speaker assembly was ordered and shipped to the customer. Good faith efforts (gfe) could not confirm if there was sound coming from the device as the response was unknown. It was confirmed there was a speaker inoperative message present, and the device is now working to specification with a speaker replacement. Based on the information available in the case and provided by good faith effort (gfe) responses, the cause of the reported problem was a speaker assembly. The reported problem was confirmed. The investigation concludes that no further action is required at this time. No further investigation or action is warranted at this time.

Event description:
The customer reported there was a speaker defective during a maintenance routine check and requested it to be replaced. It is unknown if the device produced sound at time of report. The device was not in use on a patient at the time of event, there was no adverse event reported.